Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and was treated with insulin pump and had also experienced hypoglycemia. Customer's blood glucose level at the time of incident was 300 mg/dl. Customer's blood glucose level at the time of call was 45 mg/dl. Customer didn't experience any symptoms related to hyperglycemia. Customer had been using insulin pump within 48 hours of reported event. The auto mode feature was not active at the time of incident. Customer stated that the pump did not add the carb ratios. Customer had alleged under delivery and stated that bolus does not seem enough therefore had to keep adjusting the amount to catch up. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged low blood glucose, high blood glucose, and reported harm with no allegation of device deficiency on (B)(6) 2022. The insulin pump passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump passed functional testing. Unable to confirm high or low blood glucose. Unable to test for reported harm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and low blood glucose. The insulin pump was returned for the analysis.